Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the unit was broken. An unplanned skin graft was needed in order to complete the surgery. The event occurred during surgery. A 15 minute delay occurred during surgery. There was no harm or injury to the patient or operator. Another device was used to complete the procedure.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2018, it was reported that the unit was broken. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated meshgraft ii serial number 13403 one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the skin folds when the device is used and the cutter, roller, worn side plates, gears, sliding pin, spring, screws, and autoclave case stud were replaced. This is not a related issue. Product review of the meshgraft ii on (B)(6) 2018 revealed that the calibration was within specifications and the device produced a passing sample mesh. The handle was damaged and the autoclave case needed to be straightened. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the handle and straightening the case. Meshgraft ii, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review by zimmer biomet surgical revealed that the handle was damaged. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical revealed that the handle was damaged. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.